Event description:
It was reported the rigid optical laparoscope had loose lenses. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d2a, h2, h3, h6, h11. The device was returned to olympus for inspection; the reported failure was not confirmed. A root cause could not be identified based on the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.